Manufacturer narrative:
The biomedical engineer (bme) reported that the cns shutdown again. This time the unit would only come on for 1-2 seconds before freezing or shutting down again. This unit is currently on the medsurg floor monitoring telemetry patients. The first occurrence will be reported in another MDR for complaint (B)(4). Nihon kohden technical support (tech support) notified the customer that this cns model has been discontinued. They had known that it was but did not know when it was sunsetted. Tech support advised basic troubleshooting steps - for example clearing out the vent fan, re-seating hard drives, removing the ups power. They will try the troubleshooting steps. Qa has contacted the customer to ask for additional information; and if the information provided by tech support resolved their issue, but they have been unresponsive. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the cns shutdown again. This time the unit would only come on for 1-2 seconds before freezing or shutting down again. This unit is currently on the medsurg floor monitoring telemetry patients. The first occurrence will be reported in another MDR for complaint (B)(4). Nihon kohden technical support (tech support) notified the customer that this cns model has been discontinued. They had known that it was but did not know when it was sunsetted. Tech support advised basic troubleshooting steps - for example clearing out the vent fan, re-seating hard drives, removing the ups power. They will try the troubleshooting steps. Qa has contacted the customer to ask for additional information; and if the information provided by tech support resolved their issue, but they have been unresponsive. No patient harm reported.